Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure the set screw was engaged properly for the atrial lead and then the lead was removed from the header. The second attempt to engage the set screw, it would not engage or turn either direction. Another wrench was used without success and it was noted that the set screw may have been stripped. The device was not used and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.